Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the battery light turned red. A field service engineer (fse) investigated the beeping condition on the station and determined that the battery required replacement. A new battery was ordered, and the ticket was postponed until its arrival. Later, fse replaced the battery, and all battery functions were verified and found to be operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was beeping, battery light was turned red and station turned off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was beeping, battery light was turned red and station turned off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.